Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ¿ventilator service required¿ code was found in the ventilator's downloaded error log. Operational checking with the returned power cord was performed and it was confirmed that the ac power was not recognized. The device's power cord was replaced to address the issue. Box e - initial reporter section has been updated. Section h6 coding has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.